Manufacturer narrative:
The reported malfunction was observed and attributed to a missing front panel keypad. The front panel keypad was replaced to resolve the malfunction. It could not be firmly established how the front panel keypad came off. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.